Manufacturer narrative:
Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged and high blood glucose. The customer¿s blood glucose level was unknown. The customer stated that the lip of the reservoir compartment was broken and the reservoir did not connect properly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.